Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous superficial femoral artery. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 20 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.